Event description:
It was reported that a piece of metal came off the aspiration needle while the product refused to operate. It is unspecified if this fell inside the patient¿s body. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified, however, based on the results of the investigation, the probable cause of the malfunction would likely be the bending of the needle tip. This bending may have been caused by the needle being inserted into the endoscope at a tight angle during both insertion and removal, leading to increased friction between internal parts, such as the metal pipe and the sheath. Additionally, the protrusion of the sheath at a severe angle likely increased frictional resistance, causing wear on the sheath. The event can be prevented by following the instructions for use which state: take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. Do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. Do not round the insertion tube smaller than 15 cm in diameter. The aspiration biopsy needle may break. Olympus will continue to monitor field performance for this device.